Event description:
It was reported that dr. Was performing a lapcoli procedure and couldn't focus the scope. He pulled it out of the patient and saw that the rod lens was hanging out. He also noticed that there were a bunch of pieces in the scope warmer.

Manufacturer narrative:
Device received and investigation is ongoing. Once complete, a follow-up report will be submitted.